Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The anterior chamfer and distal femoral cut were both deep and flexed with respect to our pre-op plan. This resulted in severe anterior notching.

Manufacturer narrative:
Reported event: an event regarding inaccurate cuts involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 059 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events inaccurate anterior chamfer cut. There were only 7 other reported events ((B)(4)). Conclusion: the vp log data from the case was reviewed. An analysis of the cut accuracy, probe check values, checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values was completed. Using the vp log and session files for the case, it was found that the maximum angular error for either the anterior chamfer or distal cut was only -0.3963°, which is within tolerance. It was also found that the maximum error from plan was 1.0999mm for the anterior chamfer cut, which is also within tolerance. All other areas of the investigation found error values within tolerance. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The anterior chamfer and distal femoral cut were both deep and flexed with respect to our pre-op plan. This resulted in severe anterior notching.